Event description:
The lens was removed and replaced due to a wrong diopter lens. No medical intervention or patient injury reported. Additional information has been requested to determine the reason for the refractive error.

Manufacturer narrative:
See MDR 1920664-2009-00149 for the intraocular lens used with this delivery device.